Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues reoccur.